Event description:
The reporter indicated that a 12.6mm vticmo 12.6 implantable collamer lens of -8.0/2.0/93 (sphere/cylinder/axis) was implanted into the patients right eye (od) on (B)(6) 2021. On (B)(6)2021, the lens was exchanged for a shorter length lens due to excessive vault. The exchange resolved the problem. Cause is reported as unknown.

Manufacturer narrative:
Weight, ethnicity, race: unk. This product is not marketed in the u.s. Claim# (B)(4).